Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening crack on valve. Leak test and microscopic analysis was performed which identified: the device does not leakage however it has an opening crack on valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.